Event description:
This was a lead extraction case conducted to remove a st. Jude device and four leads due to an infection. The procedure was performed in the operating room with arterial line placement, fluoroscopy, available tee, and a CT surgeon available. All 4 leads were prepped with lld-ez's. The ra lead (1788tc) was removed without the use of the laser. The physician then began working on the ICD rv lead (2006 st. Jude 7010), using the appropriate 12f sls. During the lasing, it was noted that there was a lot of scarring, and leads were binded together, which ultimately warranted up-sizing (from 12f to 14f to 16f) to free up the fibrosis. The physician moved on to the capped rv lead (2003 riata 1580) and began alternating back and forth to slowly free up the leads. After 45 minutes, the physician was able to extract the 7010 rv lead. He then turned his attention back to the capped 1580. He tried several attempts with slow progress and decided to try and free up the lv lead. He was able to free up some of the fibrosis in the sub-clavian, but the lv lead fell apart and broke. Returning back to the 1580 rv lead, the physician was able to make progress and ultimately extract the capped 1580. Once the lead was extracted within 1-2 minutes had passed with no problems, and then a perfusion was seen on tee. The bp dropped rapidly and the surgeon was called in within seconds. A pericardiocentesis and thoracotomy were performed, and a tear was identified in the right ventricle apex about 3 millimeters in length. The tear was repaired, and pt was stabilized. The case continued with attempts to snare the lv lead which was unsuccessful and the lv lead was removed surgically. The pt was doing fine over the weekend.